Event description:
It was reported that in 3dicu, difficulty was met when withdrawing the swg from the catheter resulting in the swg separating. As a result, both the swg and catheter were removed together and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.